Manufacturer narrative:
Results : the 3max catheter is fractured on the distal end of the shaft. The fracture is approximately 140.2 cm from the proximal end of the shaft. The fracture occurred in the middle of a material and not at a material joint or bond. The fracture site shows signs of stretching and material deformation. The inner support coil is partially unwound. Conclusion: the complaint has been evaluated. The complaint states that the 3max catheter pulled apart while trying to remove it while it was inside the patient. It appears that the catheter was pulled with a force in excess of the tensile strength of the material as evidenced by the severe material deformation at the break site. The polymer shows signs of stretching on the proximal and distal ends of the break. It is unknown, based on the description of the event, whether there was resistance when removing the catheter. The inner support coil was likely unwound as the device was removed from the patient after the break occurred. During the evaluation it was also noted that the 5max catheter was kinked on the proximal end of the shaft. This kink likely occurred during removal of the device from the patient as the 3max catheter would not have passed this kink initially. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00318.

Event description:
Physician tracked a penumbra 5max reperfusion catheter over a 3max reperfusion catheter during a stroke intervention case. The 3max catheter pulled apart inside the patient's distal mca region when the physician was trying to remove it. The physician was able to fully retrieve the pulled apart 3max catheter by pulling out the 3max and 5max together, as the 3max was held together by a wire.